Manufacturer narrative:
Concomitant medical products: product ID: 9733533, serial/lot #: (B)(4). The tracker was returned to manufacturer for analysis. Analysis indicated that the returned tracker was recognized but was not able to track. A check of the emitter interface revealed an open coil at #2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site had an issue this morning with an instrument tracker while setting up. They were not able to calibrate the registration probe. The geometry error was way off. We tried changing the position of emitter and nothing helped. We then opened another instrument tracker which worked perfectly fine with no issues and proceeded with registration. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no known impact or consequence to patient.